Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that they were unable to interrogate the implantable cardiac monitor (icm). The device was successfully interrogated in (B)(6) and four months later they were unable to interrogate it despite trying multiple programmers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.